Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after the guidewire was removed from the left ventricular (lv) lead, phrenic nerve/diaphragmatic stimulation was observed, along with high thresholds. It was noted the lead had "slightly come out" and was not touching the muscle and the shape of the lead allowed it to "float." The lv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.